Event description:
During a practice for an educational in-service, the cook clinical specialist was testing a hemospray endoscopic hemostat. "I [the clinical specialist] had taken the hemospray out of my garage which was very cold, and when I went to activate it in preparation for my in-service the next day [practice for in-service], the handle cracked on the bottom. I [the clinical specialist] may have overtightened it. The carbon dioxide was released when the handle broke, it would not spray." This occurred during preparation for a product demonstration; no patient was involved.

Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available; regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch halfway between the "on" and "off" positions. The red activation knob was disengaged in the handle for deactivation of the carbon dioxide (co2) cartridge, however the co2 cartridge was exposed at the bottom of the activation knob because the rounded end was broken off. The broken piece of the activation knob was included with the returned device. When tested as returned, the device did not spray. When the red activation handle was removed, no co2 discharged from the cartridge. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of the activation knob breaking/cracking. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. PMA (510k) #: den170015. The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During a practice for an educational in-service, the cook clinical specialist was testing a hemospray endoscopic hemostat. "I [the clinical specialist] had taken the hemospray out of my garage which was very cold, and when I went to activate it in preparation for my in-service the next day [practice for in-service], the handle cracked on the bottom. I [the clinical specialist] may have overtightened it. The carbon dioxide was released when the handle broke, it would not spray." This occurred during preparation for a product demonstration; no patient was involved.